Manufacturer narrative:
Investigation by the ge field engineer revealed that the system was modified since the installation. The site is no longer under a ge service contract and is currently serviced by a third party. Investigation of the event is ongoing.

Event description:
It was reported that during positioning of the overhead tube suspension, the collimator fell and the radiologist caught the collimator preventing it from contacting the pt. No injury was reported.